Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 04802, 0001825034 - 2018 - 04803, 0001825034 - 2018 - 04804. Reported event was confirmed due to operative note information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient had persisistent groin pain a right hip iliopsoas tendinopathy status post total hip arthroplasty. The surgeon noted the tendon was tight and released the tendon. It retracted at least 2 cm indicating significant tensioning or contracture of this tendon. The entire tendon was then released. No further information is available at this time.

Manufacturer narrative:
It was identified this device did not contribute to the reported event. Please void this submission.